Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented at the hospital due to a vibratory alert. The device was interrogated and found to be in backup mode. Phrenic nerve stimulation (pns) was also suspected. Abbott technical services was contacted and the device was restored to normal function. The patient was in stable condition.